Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported while placing a screw the tip of the driver broke off. The surgeon was able to fully retrieve the driver tip. The site finished the case with a different drive. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
Driver (product ID: 9735023) was returned to medtronic hardware analysis team. It was confirmed that the tip of the returned driver had been broken off and is missing. If information is provided in the future, a supplemental report will be issued.